Manufacturer narrative:
This follow-up report corrects the awareness date. Previously, it was reported that stryker was aware of the issue on (B)(4) 2013. This was incorrect. Stryker was not aware of the issue until (B)(4) 2013. This is the actual reportable awareness date.

Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.

Event description:
It was reported by service report that the customer alleged that the stretcher was broken. Upon inspection of the unit by the service technician, it was identified that the brakes could not be engaged.